Event description:
A pt (ls) was enrolled in the coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2009 the pt was injected with 1.0ml on (B)(6) 2009, lot 1011521. On (B)(6) 2010, at the 12 month f/u the pt was injected with 2.0ml, lots 1011521 and 1013180. On (B)(6) 2011 the pt had a urinary tract infection (uti). The pt complained of abdominal discomfort. The pt was treated with 250mg po b.i.d. X 5 days and recovered on (B)(6) 2011. On (B)(6) 2012 the pt was diagnosed with breast cancer. On (B)(6) 2012 the pt had surgery and radiation.

Manufacturer narrative:
Add'l expiration date: 04/2012. Add'l implanted date: (B)(6) 2010. Add'l manufacture date: 04/2009. (B)(4). The physician assessed the uti as mild and probably not related to the device. The physician assessed the breast cancer as is moderate and definitely not related to the device. A review of the device history records indicates the reported lots met all specifications prior to release.